Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc). A chest xray confirmed that the lead had dislodged. The cause of dislodgement was unknown. A revision procedure was performed. Both the left axillary and subclavian veins were occluded and reconstituted at the left brachiocephalic vein. Due to this limited access, the lv lead was unable to be successfully repositioned and was ultimately explanted. No adverse patient effects were reported during the procedure.